Event description:
Patient plan was made on planning laptop and was exported to usb drive. An attempt to import onto rosa robot was made: error message that the patient folder was corrupted was displayed. Plan was exported again from planning laptop: same issue was encountered. Patient folder on planning laptop was saved and then laptop restarted. Upon logging into rosa brain on laptop and attempting to open the patient folder, it was observed that the patient folder no longer existed. This was confirmed in the maintenance user profile. Plan still existed on usb and was attempted to be recovered by deleting each one of the dicom folders, attempting to reload in rosa software after each deletion. Resolution was to restart planning by creating "new patient" and loading in the same dicom MRI images from the original patient folder only. Upon loading MRI, the warning that the resolution of MRI was greater than 512x512 was displayed. The option to 'downscale' was chosen and planning proceeded. Patient was not yet under anesthesia, so no patient impact just a delay in case start : delay was 3 hours.

Manufacturer narrative:
A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the error message displayed and the disappearing folder were due to the fact that the 'series date' field was missing from the cta dicom, and consequently the patient file (.ros) contained an empty 'series date' field. A resolution is currently known and consists of manually adding the series date field in the patient file. This software anomaly will be addressed through our design issues management process. Corrected data: - b4 date of this report. - g4 date received by manufacturer .- h2 if follow-up, what type . - h3 device evaluated by manufacturer. - h6 event problem and evaluation codes. - h10 additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Patient plan was made on planning laptop and was exported to usb drive. An attempt to import onto rosa robot was made: error message that the patient folder was corrupted was displayed. Plan was exported again from planning laptop: same issue was encountered. Patient folder on planning laptop was saved and then laptop restarted. Upon logging into rosa brain on laptop and attempting to open the patient folder, it was observed that the patient folder no longer existed. This was confirmed in the maintenance user profile. Plan still existed on usb and was attempted to be recovered by deleting each one of the dicom folders, attempting to reload in rosa software after each deletion. Resolution was to restart planning by creating "new patient" and loading in the same dicom MRI images from the original patient folder only. Upon loading MRI, the warning that the resolution of MRI was greater than 512x512 was displayed. The option to 'downscale' was chosen and planning proceeded. Patient was not yet under anesthesia, so no patient impact just a delay in case start : delay was 3 hours.